Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device alarmed for air-in-line. The IV set was removed and when the pump segment was "flicked" to remove the air, it broke and disconnected above the safety clamp. There was no report of patient harm.